Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap hernia repair procedure on (B)(6) 2017 and barbed suture was used. During use a small piece of the needle broke off. The surgeon was unable to find the fragment under image intensifier. The surgeon proceeded to close the port sites. There is no known adverse patient consequence.